Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: stroke. It was reported that 2 days post an uneventful right common carotid artery stenting procedure, the patient was found in her home in the a.m. Unresponsive and transported to the nearest hospital and was intubated for airway protection. The patient was then transferred to the hospital where the carotid stenting procedure was done, re-admitted and at that time was lethargic and following commands, but remained intubated. There were no new deficits noted. A MRI revealed a right cerebellar infarct, small infarcts affecting the right hemisphere and an old infarct. It was felt that the stroke, that was found, was not in the distribution supplied by the artery stented, and because the patient has a history of seizures, with the possibility of seizure activity unwitnessed on the morning she was found unresponsive, that the right cerebellar infract would not result in this level of decreased responsiveness. A chest x-ray revealed questionable aspiration. Speech, physical and occupational therapy (st, pt, ot) were initiated. A tracheostomy was performed 10 days post procedure secondary to the traumatic intubation. The patient was discharged to the hospital's rehabilitation facility with the tracheostomy 14 days post procedure with continuing st, pt, ot. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. The device remains in the patient. The lot number was provided. Review of the device history record did not reveal any non-conformities which could have contributed to this complaint. Stroke may occur during this type of procedure and as listed in the device instructions for use. Stroke is a known possible adverse event associated with the use of carotid stents. The reported hospitalization was in response to the observed patient effect. No device malfunction was reported.